Event description:
It was reported that the patient had received inappropriate high voltage therapy due to noise oversensing on the right ventricular lead. The lead also exhibited high capture threshold and low pacing impedance. The patient had falled and broken a hip a month ago. No further information was available.